Event description:
It was reported that within the first month of having the implant the patient fell and felt like something ripped and their implant moved. It was noted that the patient¿s ins was turned about a quarter turn at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n293947, implanted: (B)(6) 2011, product type: accessory. (B)(4).